Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v800432, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported that the lead was "in the right place." The patient reported that he still wanted "the leads checked" as he was "not getting the results he was looking for." The patient's health care provider (hcp) reported that there was "not a device issue" and that impedance measurements revealed "nothing abnormal."

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had good results from his device during trial and 8 months post-implant. In (B)(6) 2012 however, the patient's device was reprogrammed 'as an experiment' and since then, it had not worked properly. The reporter indicated that there hadn't been any patient falls or trauma at that time that may have caused the change in therapy. The patient went back for reprogramming every other week from (B)(6) 2012 with no therapy success. The patient was reportedly urinating 4-5 times a night and every hour in the mornings. In the middle of (B)(6), the patient's programming was switched and the patient's buttock tingled all the time. The patient also woke up in the middle of the night with 'his penis and testicles electrified' and experienced a shocking sensation. Therefore, the patient had kept his device turned off since the first part of (B)(6). It was noted that the patient had seen a urologist and was informed that the leads could be revised. The reporter indicated that the patient was contemplating having the device removed so that he could have an MRI scan of the shoulder done since the patient was having shoulder problems and his device 'wasn't working anyway.' However, if the patient had to, he would have the device removed to have the scan done since the patient's shoulders were part of his livelihood. The reporter also stated that the patient had CT scans done for his small intestinal cancer and the patient did not believe 'they worked well for him.'